Event description:
A complaint was received from a customer that reported that the "hundreds and tens" units are missing segments. A request was made to return the meantime a replacement unit was provided.